Event description:
The recipient reportedly experienced facial nerve stimulation (fns). Programming adjustments were made, which helped improve fns, however, the recipient experienced sound quality issues. The recipient was recommended device non-use. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient's activation reportedly went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.